Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient received a prescription during a routine medical appointment with their diabetes team for a skin reaction that developed at the infusion site (leg) while wearing the pod. It was reported that the infusion site was red and painful with a lump and that the patient experienced dry skin. The patient was prescribed cavilon spray (hexamethyldisiloxane, isooctane, acrylate terpolymer, polyphenylmethylsiloxane).